Event description:
A customer reported a blunt knife during surgery. No patient harm was reported.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to a "blunt" knife were found during the DHR review and the product was released according to the manufacture's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the defect "knives are blunt" experienced by the customer cannot be determined. Some potential causes are improper handling, or contact with another instrument. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).